Event description:
It was reported that noise and oversensing was observed on the right ventricular (rv) lead. The event was reproduced during lead provocation testing. The device was reprogrammed to resolve the event and the patient was in stable condition.